Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a ballon rupture occurred. The 75% in-stent restenosis was located in a mildly tortuous proximal left circumflex artery (lcx). During the procedure, a 3.00 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the initial inflation at 6 atm, the balloon ruptured. Per the physician, the rupture was caused by a non-bsc stent. The device was removed from the patient without complication. The procedure was successfully completed with another same device. There was no patient complications, and the patient was in good condition after the procedure.